Manufacturer narrative:
The device has returned, but an investigation has not yet been complete. When an investigation is complete, a supplemental report will be submitted with the results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.g991usqsjhzb1 hardware: sm-g991u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while wearing the pod between 1 and 4 hours and removed from the infusion site, and the cannula was found to be bent. An automated delivery restriction message was reportedly displayed. No impact on the patient¿s glucose levels was reported, and no treatment details were provided.